Event description:
Nurses at the (B)(6) institute have been observing unna-z having what appears to be black mold or something else black discoloring the bandage. Approximately 10 packages were found to have the discolored black spots. No patient injury to report because the discoloring was identified prior to applying to the any of the patients. Manufacturer response for unna boot with zinc and calamine, unna-z (per site reporter): our sales rep has asked for the lot #'s so (B)(4) can open an investigation into the cause.